Event description:
It was reported that this device was used to expand another MFR's coronary stent. The balloon of this device reportedly burst above its rated burst pressure while inside the stent. There has been no claim of injury related to this event. The device is being returned for analysis.